Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. At first, the product worked properly. After that, the blade stopped rotating during use. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the trigger housing was received in disassembled condition. When the returned main housing was attached to known good trigger, the device did not operate as intended. The blade failed to rotate during the evaluation.